Event description:
Information was received that the programming handheld did not work if plugged into the wall outlet. Manufacturer labeling addresses to not keep the handheld plugged into the wall outlet as this can cause emi and resulting communication issues. Therefore, this event would be normal, expected behavior. Information was received on 11/03/2014 that the patient¿s device was checked with another programming system on the date of surgery.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report should not have been submitted as there was no suspected device failure at the time of submission based on information received prior to submission. Suspect medical device, corrected data: the initial report inadvertently reported this data incorrectly. Device manufacture date, corrected data: the initial report inadvertently reported this data incorrectly. Evaluation codes, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
It was reported that the vns patient¿s device could not be interrogated following implant surgery. Attempts for additional relevant information have been unsuccessful to date.